Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video laparoscopic hysterectomy procedure, after successful seal, the device stop sealing. Another device was used to complete the procedure. No patient injury.